Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead implant was attempted, but ultimately not used due to unacceptable threshold. The lead was removed and the patient is awaiting an epicardial lead. No patient complications have been reported as a result of this event.